Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. Customer stated that the insulin pump was exposed to water. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged high bgs, blank display and exposure to moisture found on (B)(6) 2022. Device powered up properly after battery installation. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted during testing. No alarms/alerts were found in the history files or traces for the event date. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electronic assembly. No corrosion or moisture damage found on the battery tube compartment, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Device passed all the required testing. Unable to verify customer alleged for high bgs. Blank display was not confirmed. However, during visual inspection, corrosion was found on the electronic assembly. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.